Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2013. During the procedure, the device would stop and go. The procedure was completed by removing the tissue from the vagina. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.